Manufacturer narrative:
Device manufacture date: battery (B) (4). Battery (B) (4): 06/2009. Device evaluations summary: device evaluations of batteries (B) (4) and (B) (4) are currently underway. The reported problem has not been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective batteries. The pt received two replacement battery packs.

Event description:
A (B) (6) female pt called in to zoll lifecor customer support to report a potential problem. Support reviewed the pt's download and discovered multiple battery pack faults occurring on both batteries. The pt was provided with two replacement batteries.